Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced an arrhythmia in which anti-tachycardia pacing (atp) and shocks were ineffective. A review of the episodes showed ventricular tachycardia (vt) for which the atp was delivered. However, the atp accelerated the arrhythmia which then resulted in delivery of the shocks. The caller suspects that there is possible sinus tachycardia, retrograde conduction and then a junctional rhythm and/or supra ventricular tachycardia (svt). The patient was going to be referred to a cardiologist for further evaluation and optimization. No additional adverse patient effects were reported.